Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, the right atrial (ra) lead had inconsistencies in capture and sensing. Upon reviewing the patient's chest x-ray, the ra lead was found dislodged. The lead was repositioned on 3/3/2021. The patient was stable.